Event description:
The customer alleged that he performed control tests and received results that were high, out of specification. While troubleshooting, he performed 2 more control tests and received a result of 348 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.